Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mid left anterior descending artery that was 100% stenosed. The patient presented with severe angina; therefore, pre-dilatation was performed with an unspecified semi-compliant balloon catheter. A 2.75 x 48 mm xience xpedition stent was then deployed at 16 atmospheres; however, a distal end dissection was noted after implantation. Therefore, an unspecified xience xpedition stent was implanted to treat the dissection. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.